Manufacturer narrative:
The device was inspected and reported issue was confirmed in problem description and provided photo. The device failed to meet its specification and it was concluded that it caused the reported event. After replacement of this part, the device passed all performance tests and has been returned to clinical use. This issue was found during treatment. Humidifier holder is an accessory that can be used with the ventilator. Purpose for this part is to attach humidifier to the unit if treatment obligate the user to do so. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to humidifier holder. Contact person e-mail (B)(6). Contact person phone number: (B)(6).

Event description:
It was reported that the ventilator's humidifier holder was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).